Event description:
It was reported approximately 2.5 months post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system th at the incision site was infected. It was noted that the physician had noticed an infection at the incision site a month ago and initially decided to administer antibiotics chronically. But instead of improving, the incision worsened, ultimately exposing the extravascular (ev) lead. The physician said they analyzed the infection, but all tests returned negative. The pocket was free of infection and it was noted that an antibacterial absorbable envelope had been used in the pocket during the device implant. They considered leaving the ec-ICD and removing only the ev-lead, planning to attempt another lead implant once the infection resolved, but decided not to due to concerns about ongoing issues with this patient. Therefore, the ev-ICD system was extracted. At the extraction procedure they found that the sutures around the anchoring sleeve had completely vanished, leaving the ev-lead loose at the incision site. The physician assured that the sutures were correctly placed during the implant procedure, as the surgeon himself performed this step with extra caution, with another physician present. Therefore, the physician attributed the suture damage to the patient¿s infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: dvea3e4 ev-ICD implant date: (B)(6) 2024 explant date: (B)(6) 2024 ; antibacterial absorbable envelope implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.